Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 50 and blood glucose was 350 mg/dl to 399 mg/dl. After educating customer and troubleshooting, customer was advised to monitor and call back should issues persist. Customer was also advised that sensor would not be replaced due to wearing for six days.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.